Event description:
On 15 march 2019 it was reported that the patient received unknown analgesics and antibiotics for the reported event. Route of administration is unknown.

Manufacturer narrative:
Reference record (B)(4).

Manufacturer narrative:
Reference record(B)(4). Event and relevant tests/laboratory data-additional information.

Event description:
Laparotomy was done (B)(6)2019.

Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore, a return sample evaluation is unable to be performed. Perforation is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2018, a patient in (B)(6) underwent a procedure for the re-placement of percutaneous endoscopic jejunal tube. It was reported on (B)(6) 2019 that during the weekend of the (B)(6) 2019, the patient was hospitalized for abdominal pain. The scanner was not informative, an endoscopy was performed, then a laparotomy. The intestinal tract tube perforated the duodenum, then migrated to the front of the pancreas to eventually enter another branch of the intestine. Laparotomy made it possible to extract the tube without any other complications.